Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and could not be confirmed during failure analysis. The instrument passed all functional, energy delivery, and electrical continuity tests with no damage found. It was fully functional, and no product issue was identified. The reported issue may be customer-induced or due to factors unrelated to the device.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, the 8mm maryland bipolar forceps instrument had a wire with a compromised insulation. There was no report of issues with the instrument the last time it was used. 1 life left. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was consistent with the reported damaged insulation in the black wire.